Event description:
It was reported that during a stenting treatment procedure a dissection and stent damage occurred. Access was obtained via the femoral artery. The 90-98% stenosed, 3.0x30mm target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). The mid portion of the lesion was predilated with a 1.25mm non bsc balloon. A 3.00x32mm promus element stent was then advanced to the distal rca; however, the device was unable to cross the lesion. When the device was removed from the patient it was noted that the physician experienced withdrawal resistance and it looked as though the "stent-mesh had deployed." The physician attempted to re-advance the 1.25mm non bsc balloon but the device was also unable to cross the distal portion of the lesion. After the device was removed, angiography revealed a dissection in the proximal to mid rca. Three non bsc stents, sizes 3.5x8mm, 3.25x25mm and 3.25x19mm, were deployed at 20atms, overlapping in the lesion to successfully treat the dissection. The procedure was successfully completed and the patient was put on integrilin therapy and inpatient observation. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found proximal stent damage. The stent was not deployed. Strut rows at the proximal end of the stent were misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a dissection and stent damage occurred. Access was obtained via the femoral artery. The 90-98% stenosed, 3.0x30mm target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). The mid portion of the lesion was predilated with a 1.25mm non bsc balloon. A 3.00x32mm promus element stent was then advanced to the distal rca; however, the device was unable to cross the lesion. When the device was removed from the patient it was noted that the physician experienced withdrawal resistance and it looked as though the "stent-mesh had deployed." The physician attempted to re-advance the 1.25mm non bsc balloon but the device was also unable to cross the distal portion of the lesion. After the device was removed, angiography revealed a dissection in the proximal to mid rca. Three non bsc stents, sizes 3.5x8mm, 3.25x25mm and 3.25x19mm, were deployed at 20atms, overlapping in the lesion to successfully treat the dissection. The procedure was successfully completed and the patient was put on integrilin therapy and inpatient observation. This product is only ous approved but it is similar to an approved us device.